Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). This device was returned unrepaired and there were no upgrades/repairs performed. We are unable to verify functionality of the device due to estimate refusal by customer. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced (B)(6) occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.